Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch #a98765. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. During the functional test, the jaws were closed. However, pressing the release bottom did not allow the jaws to open properly. Upon further inspection, the firing trigger would not function as intended and felt loose. No functional test was performed as the device would not open properly. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the firing trigger spring was out of position and was lodged under the bailout system, not allowing the device to open. In addition, the firing trigger spring was out of position allows for automatic activation of the firing sequence when the firing trigger lock is disengaged. The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number a98765, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the jaws did not open, and the knife would not return, so the panel was opened, and the knife was returned with the knife reverse switch. It was the 2nd firing of functional end to end anastomosis, and since it had been sutured, only the main body was replaced with a new one. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.